Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular sensing and lead fracture. According to the physician, the patient had a history of lead fractures in the rib/clavicle area.